Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion alarm' which was confirmed through a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the keypad was found to be not working properly. A device history review revealed no issues that could have caused or contributed to this problem. The cause was determined to be the keypad and the front case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.